Manufacturer narrative:
Findings: pump received with no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.